Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was informed to continue using the pump and advised to call back if the issue reappeared.